Manufacturer narrative:
The device investigation on the received parts revealed no failure or damage of the implant that is supposed to have been present before explantation. This goes in line with tests performed on the device whilst implanted which showed a functional device. The problems of perception as mentioned in the patient report were likely caused by a dislocation of the fmt resulting in insufficient amplification.

Event description:
Gradual decline in hearing performance of vibrant soundbridge system has been noticed by clinicians since (B)(6) 2017. Problems of external devices were excluded and history of head trauma was denied by user. Due to the wish of the user she was re-implanted with a bone conduction device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Gradual decline in hearing performance of vibrant soundbridge system has been noticed by clinicians since (B)(6) 2017. Problems of external devices were excluded and history of head trauma was denied by user. Implant was confirmed in normal function by in situ testing and vibrogram indicated poor coupling between float mass transducer and stapes. The user was re-implanted with a bone conduction implant on (B)(6) 2017.